Manufacturer narrative:
Catalog number is unknown at this time. Device description reported as unknown cup. Other devices listed in this report: cat # unk, lot # unk, description: unknown liner. Cat # unk, lot # unk, description: unknown head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding revision involving a unknown shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no product was returned for investigation. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: not performed as no product information was provided for review. -complaint history review: not performed as no product information was provided for review. Conclusions: the exact cause of the event could not be determined because no product information or patient medical records were provided for review.

Event description:
It was discovered via a sales rep that the patient had a previous revision of the cup, liner and head for unknown reasons.

Event description:
It was discovered via a sales rep that the patient had a previous revision of the cup, liner and head for unknown reasons.